Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site on the leg while wearing the device for approximately 49 to 71 hours. During this time, the patient¿s blood glucose levels rose to 340 mg/dl. After removing the pod, the patient observed pus at the insertion site and noted a hard lump under the skin. The patient was experiencing pain and had a slightly elevated temperature. The patient was taken to the emergency room at (B)(6) hospital on (B)(6) 2026 and was there for 3 hours. According to the report, the treating physician applied a drawing salve to the insertion site and covered it with a bandage. A swab of the site was collected for testing, which returned positive for a bacterial infection, confirming the diagnosis. The patient was prescribed antibiotics, and treatment was initiated accordingly. A new pod was placed.